Event description:
A pt reported blood glucose results of 12.1, 4.6, 14.9, 4.7 and 10.9 with a lifescan meter, performed within 10 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.